Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was experiencing a communication issue with her dbs ipg as the programmer repeatedly displayed "connection problem with generator". A sjm representative met with the patient but was unable to resolve the issue. Follow up identified the patient's dbs ipg was explanted and replaced. Stimulation therapy was reportedly confirmed postoperatively.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
The CAPA investigation was initiated on 2016-02-23 to address the issue of the proclaim ipg (orion ipg family) entering the service application state. The investigation is complete and being monitored by the manufacturer.